Event description:
Following a placement of 2 leads, the patient's tremors stopped (parkinson's disease for 15 years). When the extension was tunneled, the plastic stylet broke in the patient's neck. An 8.0 cm incision was required to remove the sections.